Manufacturer narrative:
The lens was returned inside a non-company lens case. The lens information has been removed from the lens case. Viscoelastic was observed on the lens. The lens has been cut into three pieces across the optic. The power and resolution could not be evaluated due to the extensive optic damage. The account indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. The lens was returned in pieces. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company 25.5 diopter, (1.5 extended depth of focus) lens was replaced with a non- company, 24.5 diopter, monofocal lens model. Additional information was provided that, in the surgeon's opinion, the product did not cause or contribute to the event. It was also reported that that patient had prior keratoconjunctivitis and prior s/p hyperopic lasik surgery. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, following the intraocular lens (iol) implant procedure, the patient had blurry distance vision and near vision was good. The iol was exchanged in a secondary procedure.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The account indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).